Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 6 complaints were received during this report period. Of these, 4 have investigations which are currently pending (h6: 3221, 11). 2 were determined to be misapplication (h6: 10, 38, 3345, 213, 19, 61). All 6 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes " 6 " malfunction events which are associated with undesired damage or breakage of those materials used in device construction. These reports were received from various sources. Patient information was confirmed for 3 events. Age range 67-83.